Event description:
Palacios r&g zimmer radioopaque bone cement barcodes give false expiration dates -lot 73964284- ID: (B)(6) called vendor, they said they were aware, but that they thought it had been resolved. Gentamycin 1x- .5gheraeus.